Event description:
During an atrial fibrillation procedure, an effusion occurred in the left atrium which required surgical repair. The physician had just confirmed that the left pulmonary veins were isolated and the patient became hypotensive. Ice confirmed an effusion and the patient was taken for surgical repair which stabilized the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported effusion remains unknown.